Event description:
A report was received that the patient's scar tissue was causing the charger not staying coupled over ipg, which resulted to charging the ipg more often. The patient will undergo a revision procedure. Additional information was received that the physician noticed that the battery flipped upside down which caused charging issue. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. Additional information received that the patient had a previous explant procedure due to an allergic reaction with the battery.

Manufacturer narrative:
Additional information was received that the physician noticed that the battery flipped upside down which caused charging issue. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient's scar tissue was causing the charger not staying coupled over ipg, which resulted to charging the ipg more often. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's scar tissue was causing the charger not staying coupled over ipg, which resulted to charging the ipg more often. The patient will undergo a revision procedure.